Event description:
It was reported that: "the catheter was inserted on (B)(6) 2024. On (B)(6), it began to malfunction, and a care taker prescribed that the lines be reversed. On (B)(6), as the malfunction appeared to be significant and pressure on the circuit was increasing, dialysis was stopped. When the catheter was tested again by the nurse, while aspirating, she "found and removed" some material that we did not identify. At first sight, it appears to be "inert" material, i.e. Plastic rather than a fibrin deposit as we had thought. We don't know where it came from. The patient did not experience any signs or symptoms because of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the foreign material the customer removed from the catheter. The customer also returned the foreign material for analysis. Signs of use were observed. Visual and microscopic analysis revealed the material appeared multicolored in nature. The sample was sent to material testing lab for ftir and sem testing of the foreign material. Based on visual and chemical characterization of the foreign material, data supports the foreign material to not be a catheter-related polymer used in the manufacturing process of the device. The customer report reveals the catheter was properly functioning within the patient for 6 days before signs of malfunctioning were detected. Two years of complaint history for finished goods with catheter mlb-32123-001 were reviewed, and there were no confirmed reports of foreign material inside the device. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use.". The complaint of foreign material inside device was confirmed through complaint investigation of the returned sample. The customer reported the catheter to function properly for at least 6 days prior to the malfunction detected. In addition, material analysis of the foreign material suggests the foreign material is not a catheter related polymer used in the manufacturing process of the device. Based on the customer report, the sample received, and material analysis, the probable root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "the catheter was inserted on (B)(6) 2024. On 04 june, it began to malfunction, and a caretaker prescribed that the lines be reversed. On 06 june, as the malfunction appeared to be significant and pressure on the circuit was increasing, dialysis was stopped. When the catheter was tested again by the nurse, while aspirating, she "found and removed" some material that we did not identify. At first sight, it appears to be "inert" material, i.e. Plastic rather than a fibrin deposit as we had thought. We don't know where it came from. The patient did not experience any signs or symptoms because of this event.